Event description:
It was reported that the insulin pump had an unresponsive keypad and a battery out limit. The insulin pump stopped working a couple of days later. The blood glucose reading was 338 mg/dl. The customer manually treated the high blood glucose. The customer went swimming, disconnected and placed the insulin pump on the lawn chair. Prior to the event. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.